Event description:
It was reported that the programmer required corrective maintenance/repair. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was performed it was determined the touchscreen was out of calibration. The left hasp was broken, and the paper tray was empty. The right upper bullet was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.